Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial information provided, it was confirmed that there was no issue noted during grasping with the first clip. During grasping with the second clip, the cleft was a contributing factor to the difficulty grasping the leaflets, and the anterior leaflet was caught between the shaft and the grippers. Two to three (2-3) grasping attempts were made and the clip was deployed. There was no tissue damage noted after the clip detached from the leaflet. No additional treatment has been planned for this patient. No additional information was provided.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and a large posterior medial leaflet prolapse/flail. As planned, one clip was implanted at the center of the prolapse which closed the flail completely, and the mr grade was reduced to 2. Another mr was observed which was likely due to a cleft in the medial commissure area. After several attempts to grasp the leaflet with this clip, a good grasp was achieved. The clip was deployed; however, shortly after deployment, the clip detached from the anterior leaflet and remained on the posterior leaflet. Echo evaluation confirmed that the mr did not increase after the detachment occurred; therefore, the clip was left as it was. The procedure was completed and the mr grade was reduced to a grade 2. There was no clinically significant delay in the procedure. Reportedly, the patient was doing fine 2 days post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip number 1; mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.